Event description:
It was reported that prior to use a hissing noise occurred on the cardiosave intra-aortic balloon pump (iabp), and that the helium tank was depleted by half. There was no patient involvement and no adverse event was report.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm observed a full helium tank after a new tank had been installed. The stm performed helium leak test procedure and verified no helium leak, inspected tank and tank washer. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use a hissing noise occurred on the cardiosave intra-aortic balloon pump (iabp), and that the helium tank was depleted by half. There was no patient involvement and no adverse event was report.